Event description:
Pt admitted with complaint of left scapular pain and generalized weakness for about 1 week. At 4 a.m. The pain worsened and radiated to their jaw with nausea & vomiting. The pain was not relieved by nig but after arriving at ER the pt was feeling better. Their vital signs were stable. The pt has required placement of a bipolar pacemaker in 1997 for symptomatic bradycardia. On the day of admission pt began to feel their pacemaker continuously pacing along with the nausea & vomiting and chest pain. Attempts to interrogate the pacemaker revealed asynchronous pacing with a rate of 70. Attempts to reprogram the pacemaker w/wand were not successful. Contact was made with the MFR rep and determined the pacemaker to be in back-up mode. The generator was removed and replaced with a dual chamber tempo dr pacemaker.